Event description:
Additional information received reported that the patient¿s urinary tract infection was treated and patient had done "well."

Event description:
It was reported that the patient had a bladder infection the day after the implantable neurostimulator (ins) was implanted. The patient¿s healthcare provider (hcp) reportedly checked the patient¿s bladder and said it was emptying ¿beautifully¿. The patient was put on antibiotics. The reporter indicated that the patient was scheduled for a follow-up appointment with his hcp the following week. **omitted information pertaining to related pe (B)(4) no stimulation**

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v103838, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).